Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire fractured. The lesion being treated was a calcified, 99% stenotic lesion in the distal, posterio-lateral left circumflex coronary artery. After ablation, the 1.5 mm burr was removed in dynaglide mode. When the physician checked the lesion using the x-ray, he found a shadow with the coronary artery. On examination of the rotawire, the physician discovered that the top coil of the wire had fractured. The separated tip remains in the patient. The blood flow had abated to the proximal left circumflex, so the physician placed a stent, however, the blood flow did not improve. The physician elected to treat with an intra aortic balloon pump and progress was observed. The patient's condition and status are listed as 'good'.